Manufacturer narrative:
No UDI available. The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. According to the patient report, the patient was no longer in the audiological criteria for the vibrant soundbridge after implantation and has been re-implanted with a cochlear implant. This is a final report.

Event description:
It was reported that the patient had a lack of satisfactory auditory benefit since first fitting. The hearing loss was noticed after the implantation, beforehand he had been within the indication criteria, but his hearing threshold fell out of the indication range. The implant was functioning correctly before removal.

Event description:
It was reported that the patient was explanted from the vibrant soundbridge due to a lack of satisfactory auditory performance. The patient was re-implanted with a cochlear implant.